Manufacturer narrative:
Title: liquid nitrogen spray cryotherapy is associated with less postprocedural pain than radiofrequency ablation in barrett¿s esophagus date: 18-dec-2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, pain and dysphagia was experienced by 23 patients post procedure, to which they described as more intense, unpleasant and deeper 48 hours after the procedure. Pain medications were given to the patients.